Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive architect total b-hcg results were generated for patient samples that retested negative. The customer suspects sample carryover contamination. The following data was provided. (B)(6) 2023: sid (B)(6): initial result 83.86 mlu/ml (positive), retest <1.2 miu/ml (negative). (B)(6) 2023: sid (B)(6): initial result 453.34 mlu/ml (positive), retest <1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
Abbott field service found a small clump of cotton fiber in the wash station bypass tubes on the architect i2000sr, which caused poor drainage of waste. Cleaning of the part was determined the issue resolution. The service history of the isr61337 verifies no subsequent issues have been reported related to false elevated results post service intervention. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.